Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure the patient expired. The target lesion was located in the proximal right coronary artery with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 x 16 mm taxus liberte stent with 0% residual stenosis. 7 days post procedure the patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient died due to unknown causes. The death certificate was not available. No additional information regarding the event or cause of death was available.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).